Event description:
It was reported that the patient experienced high blood glucose event which was treated by correction bolus via pump and the infusion set cannula was bent on (B)(6) 2026.

Manufacturer narrative:
Initial 3 of 3. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.